Manufacturer narrative:
Lead was capped not explanted. The lead was in use for treatment, actively implanted for approximately 8 years, 6 months prior to being abandoned and capped. As the lead was capped, it was not returned for analysis. As a result, the allegations against this lead cannot be confirmed and a root cause of the failure could not be determined. A review of device history record (DHR) was conducted and there were no manufacturing rejects or anomalies of this type recorded in the DHR. The device passed all in-process and qa final inspection steps before shipping to the customer. A complaint review of the reported lot found no additional reports involving this lot number. Per procedure petite & petite j in-process & final inspection, the lead is inspected 100 percent for electrical and visual function. Electrical resistance has to be checked with a multimeter, the ohm readings are recorded on the work order. A hi-pot test is performed; the purpose of hi-pot testing is to check the insulation integrity. The electrodes should be clean and have no adhesive or other residue. The electrodes should be smooth and free of scratches. Per the physician's manual these possible complications are listed: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Adverse effects: lead related problems include, but are not limited to fracture, periodic or continued loss of sensing and/or pacing. Also listed are precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that on (B)(6) 2018 the patient's atrial lead was capped due to impedance greater than 3000, not sending and capturing and a possible lead fracture. The product in question is not available for return. No additional information was available or provided.